Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) found the detergent tubing on the rinse unit was dripping and the tube was torn. The fse replaced the tubing. The customer had no further issues with na results. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium (na) on a cobas 6000 c (501) module. The initial result was between 169 - 175 mmol/l. The repeat result was between 130 - 140 mmol/l. No incorrect results were reported outside of the laboratory. The na electrode lot number and expiration date were not provided.